Manufacturer narrative:
The device remains implanted. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient's implant sites were not healing well. The physician sutured, cleaned, and dressed the wounds. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective therapy.